Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called in to report that the universal surgical manipulator (usm) 2 was not going up/ down. Error 25745 observed in logs on the usm 2. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2 and the cosmetic cap on the drive tube. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and found that the system logs confirmed error 25745, indicating an unstable/noisy patient clearance tornado down button on usm2. Visual inspection found fluid intrusion around the buttons and corrosion on the acsb3 (axes controller spar button board3) - printed circuit assembly (pca), linked to the issue. Testing on a golden system and patient side cart fixture test platform (pftp) passed, and the fault was traced to the tornado switch assembly and acsb3 pca. The probable root cause in this case is attributed to the tornado switch assembly. This issue was resolved by replacing the usm2.